Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing a slow heart rate and was instructed by his physician to go to the emergency room. The patient presented with loss of capture with an escape rhythm of 30-40 bpm. Upon review of the combined follow-up report, pacing threshold measurements were higher than the programmed output. A revision procedure was performed and this right ventricular (rv) lead was repositioned without further incident. No additional adverse patient effects were reported.